Event description:
It was reported that during the use of the catheter pscc100 pulseselect, there was a noisy electrogram with noise on bipoles 3-4 and 4-5. The issue did not resolve after switching electrogram pin out cables, catheter interface cable, and boat. The issue was resolved with a new catheter. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012666025 was returned and analyzed. Visual inspection was performed and the catheter appeared intact without any visible issues. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. The electrical continuity test revealed an open loop on the electrode e4 wire. Hipot verification for the integrity of electrode wires insulation revealed intact electrode wires without any insulation damage. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the shaft segment, an electrode wire was observed to be kinked. In conclusion, the loop catheter failed the returned product inspection due to a kinked electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.